Event description:
The iab was inserted on 3/2004. The next day, the pump experienced helium loss and kinked catheter alarms. The clinicians were also unable to purge the pump. The pump was exchanged, but the alarms continued. Because of this, the iab was removed and replaced. There were no pt complications.